Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture and detachment occurred. A percutaneous coronary intervention was being performed on a stenosed lesion in the right coronary artery. A ptca with a 2.5 x 12mm emerge balloon was made without issue; however the stent could not be inserted. A ptca with a 3.0 x 20mm emerge balloon was used; however, the 3.0 x 20mm emerge balloon could not be advanced. A guidezilla ii extension catheter was successfully used to advance the balloon. Upon inflation of the balloon at 10 atmospheres, the balloon ruptured. The balloon was attempted to be retracted into the guiding catheter but this was not possible. An attempt was made to salvage the balloon with the whole system; however, the balloon was torn off and fell in the vessel. Attempts with a new balloon to pull the torn balloon into the guiding catheter with a snare and a filter wire were not successful. The detached portion of the balloon was affixed to the vessel wall with a stent. There were very good angiographical results. Although there was a slight increase in troponin t after the intervention, there was no increase in ck or ck mb. No infarction event occurred and the patient was not injured. The event was considered resolved.